Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient's lead has migrated. Surgical intervention was undertaken and the lead was explanted.

Manufacturer narrative:
The event of lead migration was reported to abbott. Surgical intervention was undertaken and the lead was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.